Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post paced t-wave oversensing was observed. Decreasing the ventricular sensitivity was recommended. The device remains implanted.